Event description:
When firing the instrument on the antrum of the stomach during a biliopancreatic diversion, the surgeon noticed that the staples did not form completely. Some staples did not form at all. In addition, the knife blade did not cut the tissue all the way. There were no unexpected outcomes as a result of the event. There was no consequence to the patient.